Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer¿s international customer specialist confirmed the reported issue. The customer was issued a credit. Failure analysis on the returned gas delivery system (gds) shows that no fault found on the (gds). Unable to replicate air flow failure. Noted that there is a 0 offset on the air flow sensor.

Event description:
The customer reported that the airflow accuracy test (pvt test 5) failed. There was no patient involvement.